Event description:
It was reported that the device pr logic sinus tachycardia rule withheld therapy for what was thought to be a true ventricular arrhythmia. Reprogramming of the device was recommended and the device remains in use. No further patient complications have been reported as a result of this event.